Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. (B)(6). Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred with a bd discardit¿ ii 10 ml syringe. The following information was provided by the initial reporter, "the syringes that had particles in the cylinder were blocked by your company."

Manufacturer narrative:
Investigation: bd has not been provided with photos or samples for catalog 309110 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Lot# is unknown so a DHR could not be performed.

Event description:
It was reported that foreign matter occurred with a bd discardit¿ ii 10 ml syringe. The following information was provided by the initial reporter, "the syringes that had particles in the cylinder were blocked by your company."